Event description:
On (B)(6) 2013, the patient contacted animas stating that the pump is reading less insulin than what the cartridge indicated during the load step. The patient stated that she filled the cartridge with 200 units of insulin and the pump indicated 180 to 183 units of insulin. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was able to rewind, load and prime correctly. The pump history did not show evidence of loss of cartridge detection. The pump was opened and the force sensor assembly was found to be damaged and the ball bearing was found to be missing from the lead screw. The force sensor was found to be reading low force.